Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical studies was reviewed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "using a libre 3 plus cgm. Alarmed multiple times with low blood sugar 50-55 starting around 0224 in the early morning. Causing me to get out of bed and treat what I thought was a critical low blood sugar. I verified it by fingerstick glucometer and the reading was 116. This has occurred more than one time on more than one sensor. On my previous libre 3 plus sensor I had this happen multiple times over a period of 3 days and at that time I did not have any blood test strips for a glucometer. After getting some test strips and testing my blood glucose level it was >300 which required extra dosing of insulin. It took approx. 5 days to get my blood sugar under control again. I did called abbott and report this incident due to the potential critical situation and what actions I had to take to get my blood sugar under control. The company would not take my compliant about the product or listen to my concern or even record my situation due to me not having a glucometer at the exact time. I dare to think if I had been an older adult not understanding what could be happening that this could have become a critical situation. Abbott should have listened to my complaint/concern and at bare minimum requested that I return the cgm for investigation. My concern is that I was treating for a low blood sugar when in fact it was not and at one point my blood sugar was >300 while the cgm was reading that it was 120-130. Huge margin of error that could become much more critical." Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event. Adc customer service successfully contacted the customer, however the customer refused to speak with customer service. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. A follow up will be submitted once all investigation activities are completed or additional information is obtained. The device mfg date is unknown. The date in h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This is a 1 of 2 MDR submission.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: "using a libre 3 plus cgm. Alarmed multiple times with low blood sugar 50-55 starting around 0224 in the early morning. Causing me to get out of bed and treat what I thought was a critical low blood sugar. I verified it by fingerstick glucometer and the reading was 116. This has occurred more than one time on more than one sensor. On my previous libre 3 plus sensor I had this happen multiple times over a period of 3 days and at that time I did not have any blood test strips for a glucometer. After getting some test strips and testing my blood glucose level it was >300 which required extra dosing of insulin. It took approx. 5 days to get my blood sugar under control again. I did called abbott and report this incident due to the potential critical situation and what actions I had to take to get my blood sugar under control. The company would not take my compliant about the product or listen to my concern or even record my situation due to me not having a glucometer at the exact time. I dare to think if I had been an older adult not understanding what could be happening that this could have become a critical situation. Abbott should have listened to my complaint/concern and at bare minimum requested that I return the cgm for investigation. My concern is that I was treating for a low blood sugar when in fact it was not and at one point my blood sugar was >300 while the cgm was reading that it was 120-130. Huge margin of error that could become much more critical." Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event. Adc customer service successfully contacted the customer, however the customer refused to speak with customer service. Based on the information provided, there was no report of serious injury associated with this event.